Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported doctor's visit and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the doctor's office due to high blood glucose (bg) levels of 295 mg/dl, while wearing the pod on the arm between 36 and 48 hours. Multiple corrections were administered but the bg levels did not decrease. The pod was removed and the cannula was noted to be bent. The patient was prescribed manual insulin injections to treat the hyperglycemia.